Event description:
Reported tubing separation, customer stated "pt was found unresponsive with IV tubing detached at portal site. Remaining IV tubing was still connected to pt's cordis catheter tubing. A large amount of blood was noted on the floor. A code was called and the pt was resuscitated but died the following day". Pt was reported to be status post craniotomy with cyst removal and shunt placement, surgery was 3 days prior. Reported per nurse, pt was out of bed, unknown if assisted, and found later on floor as above. Tubing is reported as separating at the y site, with smartsite portion still attached to the catheter.

Event description:
Pt was described as being found in a chair 20+ minutes after being helped up to the bedside. Cordis line had disconnected and a large amount of blood was found on the floor. Telemetry unit reported pt pulse as "elevated" and nurse went in room to check on pt. Unk if there were add'l people in the room. Pt had a cardio pulmonary arrest and at an unk time later died. The 72", tubing was found to be separated at ysite and pump was 7 feet away from pt at the head of the bed. Upright. Cordis was in place on pt right upper quadrant chest, sutures intact.